Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal due to pain, cramps, bladder infections and painful intercourse on (B)(6) 2013. It was reported that the patient underwent cystoscopy, holmium laser of foreign body in the bladder, endoscopic excision of foreign object within the bladder, fulguration of the bladder on (B)(6) 2013. It was reported that the patient underwent mesh removal due to extensive mesh erosion and mesh erosion into the bladder on (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent revisionary procedures on (B)(6) 2013 and (B)(6) 2014. It was reported that the patient underwent cystoscopy, holmium laser of foreign body in the bladder, endoscopic excision of foreign object within the bladder, fulguration of the bladder on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. On (B)(6) 2006, she had a second surgical procedure and mesh was implanted at that time. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop, and original mesh eroded. It was reported that following insertion the patient experienced odor, excruciating pain, erosion of mesh into bladder and emotional pain and suffering related to multiple removal surgeries. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 due to complex pop; absence of rectovaginal septum, large bowel intussusceptions and mesh was implanted concurrently with partial colpectomy, lysis of omental adhesions to the anterior wall dissection and unilateral ureterolyses. In 2006 the patient underwent surgery due to graft erosion and omental adhesions to the anterior wall.